Manufacturer narrative:
During investigation of the charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery pack. The failure was isolated to corrosion found on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.